Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in poor condition. During functional testing, installing a l-70 test disposable the device didn't circulate any water which confirmed the customers complaint. Using the high pot tester for the safety/electrical test it was diagnosed that the pump was bad. Pump was replaced with a known good one and device functioned as intended. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the unit won't circulate. No patient injury was reported.